Event description:
The customer stated that she tested her blood glucose using both of her contour meters. The first contour meter gave her a reading of 396 mg/dl, while this contour meter gave her a reading of 117 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the meter and test strips showed them to be operating as designed. No product will be returned for evaluation.